Event description:
Through follow-up, the following additional information was received. Per report, a slit lamp examination noted iris depigmentation characterized as "mild" on the inferior area of the iris with no change in visual acuity.

Manufacturer narrative:
MFR# reference: (B)(4).

Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. The reported event is a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. The reported event is an established risk associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that following a right eye (od) trabecular microbypass stent system procedure, the patient presented postoperatively with mild iris depigmentation, possibly due to an unintentional iris touch. There was no intervention required, and the event was noted as ongoing. Additional information is being requested.